Manufacturer narrative:
Updated statement due to additional information received. Manufacturing reference number: 1627487-2020-00475 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus is no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Effective therapy was established, post-operatively.